Manufacturer narrative:
H.6. Investigation summary: catalog: 442023. Batch no.: 2305671. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positives occurred on patient sample and culture and gram stain was used for confirmatory testing. No patient impact or treatment was reported. The following information was provided by the initial reproter: customer reports a molecular false positive. Results from bcid 2, cat # frit-asy-0147, lot # 2219622. No discrepant results reported and no treatment change - no patient impact. Culture and gram stain performed for confirmatory testing. No erroneous results reported to doctors. Occurred (B)(4) time - on (B)(6).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positives occurred on patient sample and culture and gram stain was used for confirmatory testing. No patient impact or treatment was reported. The following information was provided by the initial reporter: customer reports a molecular false positive. Results from bcid 2, cat # frit-asy-0147, lot # 2219622. No discrepant results reported and no treatment change; no patient impact. Culture and gram stain performed for confirmatory testing. No erroneous results reported to doctors. Occurred 1 time - on march 8.